Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the infusion set was leaking at the headset and the patient was admitted to the hospital with ketoacidosis. The infusion set was disposed of at the hospital and therefore no lot number and expiry date was available. No further information on the treatment of the patient was provided. The patient is now in a satisfactory condition.